Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker¿s radiofrequency (rf) telemetry failed multiple times, which resulted in the device switching to backup mode. The pacemaker was successfully restored during device interrogation on (B)(6) 2025. The patient was in stable condition.